Event description:
It was reported that the device had an cassette attachment error during a bench test.

Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. D4 model number updated. D9 date returned to manufacturer: 7/18/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump ehl had a confirmed cassette attachment error, but when the standard cassette was attached and primed there was no cassette error duplicated. The most likely/suspected cause of the customer reported issue was contamination/dirt found inside the downstream occlusion (dso) sensor area. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, dso sensor, and dso bezel, and the pump passed all functional tests and performed as intended.